Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that during uncovering a fracture was detected on the implant and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified significant damage and fracturing at the collar. Bone debris presented on the outside threads of the implant. Pre-existing patient conditions noted on the product experience report (per) were bruxism, clenching and smoker. The implant had been placed on tooth # 13 and had been placed for approximately 2 years. The reported events could not be recreated due to the nature of the dental device and event (fracture). X-ray or picture were not provided by customer. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that during uncovering a fracture was detected on the implant and the implant was removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.